Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('may 23 I will be e-free one year') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On (B)(6) 2017, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced vitamin d deficiency ("vitamin d deficiency"). The patient was treated with surgery (surgery to remove essure). Essure was removed on (B)(6) 2017. At the time of the report, the medical device removal and vitamin d deficiency outcome was unknown. The reporter considered medical device removal and vitamin d deficiency to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media :vitamin d deficiency, medical device removal. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-may-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('(B)(6) I will be e-free one year') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On (B)(6) 2017, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced vitamin d deficiency ("vitamin d deficiency"). The patient was treated with surgery (surgery to remove essure). Essure was removed on (B)(6) 2017. At the time of the report, the medical device removal and vitamin d deficiency outcome was unknown. The reporter considered medical device removal and vitamin d deficiency to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: vitamin d deficiency, medical device removal. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: follow up received form social media. Reported information was added. Medical device removal event was added. Date of explantation updated in product tab. M/w and mir information codes updated accordingly. New reporter information was added as per the source document. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.